Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resumed insulin to resolve the issue, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.